Event description:
It was reported that: device successfully placed in the lcfa on (B)(6) 2022 in a tavr case. A couple weeks ago the patient had a protected pci with a heart pump (inserted in the rcfa). Groin was closed with double vascular closure device. Groin was still oozing and a femoral compression system used. The leg shut down last week. Today the physician was going in to open the right leg back up. His plan was to go up and over through the lcfa. He stuck above our radiopaque marker and felt a little resistance with the micropuncture needle, but not much. When he inserted a short 7f sheath he noticed the marker pushed into the iliacs. Got a call from the physician looking for advice on how to address this situation. The original device access was not extravasating nor did we see a blush. Covered stent was placed and pinned the anchor and what was left of the footplate against the vessel wall. Patient is fine, but a delay in treatment has occurred. Additional information on 29sept2022: access was closer to 2cm above marker site. Patient is still in hospital awaiting procedure completion.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms and photos were submitted and reviewed by the investigative team and reveal a left mid-femoral head positioned manta lock with a covered stent covering the lock; and does not indicate any manta deployment complications. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure on (B)(6) 2022, an 18f manta was successfully deployed for closure in the left common femoral artery (lcfa). A few weeks later, the patient had a protected pci with an impella inserted in the right common femoral artery (rcfa). The groin was closed with one possibly two different types of competitor closure devices. However, the groin continued to ooze, and a mechanical compression device was applied. On approximately (B)(6) 2022, the patients' right leg shut down. On (B)(6) 2022, the physician planned to go in and open the right leg back up by going up and over through the lcfa. While attempting to go over the lcfa, the physician stuck the micropuncture needle above from the manta radiopaque lock and felt slight resistance. When the physician inserted a short 7f sheath, the physician noticed the radiopaque marker got pushed into the iliacs. The physician called the proctor for advice on how to handle this situation. A covered stent was deployed and pinned the radiopaque lock and what remained of the manta anchor, against the vessel wall. The original manta access site did not exhibit extravasation or any blush. Delay in treatment occurred, however, the patient is fine.